Event description:
A distributor in (B)(6) reported that the wigglepads on two opt316 optiflow junior cannula no longer sticks. This was found after two days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint opt316 optiflow junior cannulas were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected for the reported damage. Results: visual inspection of the first opt316 revealed that the left loop pad was partially peeled off the cannula. Glue residue was present on the cannula. Inspection of the other opt316 revealed that the right loop pad was partially peeled off the cannula. Glue residue was present on the cannula. A lot check revealed no other complaints of this nature for lot 140903. Conclusion: the loop pad appears to have detached due to failure of the glue which bonds the loop pad's adhesive backing to the cannula. The optiflow junior cannula maintains good retention on the infant's face during use. It would only be possible for the loop pad to become detached while the cannula is being removed by the caregiver. The user instructions illustrate in pictorial form the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: "check cannula remains secure on the face. Replace wigglepads if required." "Appropriate monitoring must be used at all times." Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the optiflow junior range of cannulae based on customer feedback.